Manufacturer narrative:
Based on the available information no conclusion can be made. A review of the manufacturing records was performed and found that the lot was manufactured to specification. To date this is the only reported complaint for this production lot of 33 units released for distribution in june, 2019. Adhesion formation and infection are known inherent risks of surgery and are listed in the adverse reactions section of the instructions-for-use as possible complications. Additionally, the instructions-for-use was found to instruct the user in multiple locations of the importance of proper orientation of the device. The warning section states, "ensure proper orientation; the coated side of the prosthesis should be oriented against the bowel or sensitive organs. Do not place the uncoated mesh side against the bowel. There is a risk for adhesion formation or erosions when the uncoated mesh side is placed in direct contact with the bowel or viscera." The surgeon reported the device was placed in the correct orientation. The implant was reported to not have incorporated with tissue ingrowth during the time in vivo. The cause cannot be determined. Should additional information be provided, a supplemental emdr will be submitted. This is an addendum to document additional information provided. Additional information provided states the mesh was placed into a contaminated environment upon initial implant in november, 2019. As reported the patient did not experience tissue ingrowth during the time in vivo. The device placed into a contaminated environment may have contributed to the reported postoperative complications. The instructions-for-use states the use of any synthetic mesh or patch in a contaminated or infected wound is not recommended. The information provided does not change the initial determination, a definitive cause of the patient's postoperative experience cannot be determined. Not returned.

Event description:
It was reported that a patient who had previously been implanted with a bard phasix st mesh underwent an additional procedure due to intestinal adhesions to the mesh. As reported the surgeon "had to cut the intestine spot and perform an anastomosis." A biopsy was performed and indicated enterococci. As reported the patient is "still at risk." The surgeon reports that the mesh was implanted correctly, with the ¿smooth side¿ (internal side) down. The material was affixed (adhered) to the intestine and it perforated it, while the ¿top side¿ (external side) had no tissue growth. Addendum per information provided in follow up: as reported, the mesh was placed into a contaminated environment upon initial implant on (B)(6) 2019. Non-absorbable suture was used during the implant procedure to fixate the mesh. During the revision procedure (unknown date), the mesh was removed. There were no additional mesh implants used following the revision/explant procedure.

Manufacturer narrative:
Based on the available information no conclusion can be made. A review of the manufacturing records was performed and found that the lot was manufactured to specification. To date this is the only reported complaint for this production lot of 33 units released for distribution in june, 2019. Adhesion formation and infection are known inherent risks of surgery and are listed in the adverse reactions section of the instructions-for-use as possible complications. Additionally, the instructions-for-use was found to instruct the user in multiple locations of the importance of proper orientation of the device. The warning section states, "ensure proper orientation; the coated side of the prosthesis should be oriented against the bowel or sensitive organs. Do not place the uncoated mesh side against the bowel. There is a risk for adhesion formation or erosions when the uncoated mesh side is placed in direct contact with the bowel or viscera." The surgeon reported the device was placed in the correct orientation. The implant was reported to not have incorporated with tissue ingrowth during the time in vivo. The cause cannot be determined. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
It was reported that a patient who had previously been implanted with a bard phasix st mesh underwent an additional procedure due to intestinal adhesions to the mesh. As reported the surgeon "had to cut the intestine spot and perform an anastomosis." A biopsy was performed and indicated enterococci. As reported the patient is "still at risk." The surgeon reports that the mesh was implanted correctly, with the ¿smooth side¿ (internal side) down. The material was affixed (adhered) to the intestine and it perforated it, while the ¿top side¿ (external side) had no tissue growth.